Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (battery charger faults) was confirmed. As received, the charger would not charge a battery pack. Upon evaluation, the q1 current controlling transistor was shorted on the bedside board. The cause of the battery charger faults and inability to charge is the shorted transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A us contacted zoll to report that a patient's battery charger was producing faults.